Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl, an unknown brand of morphine, and an unknown drug all at unknown concentrations and doses. It was reported ¿in the first part of (B)(6)¿, the patient had an upper respiratory infection that put her into the hospital a few times and had two heart attacks. The patient stated while she was in the hospital due to the upper respiratory infection, she missed her refill date, and the pump went dry. The patient stated then she went through withdrawals. The patient was filled a couple days later, and the issue was resolved. The change in therapy/symptoms was considered gradual. No further patient complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.